Event description:
Information was received indicating that a smiths medical cadd administration set did not infuse epidural medication. No adverse effects were reported.

Event description:
Oracle ro 1072182: high flow. Update oracle ro 1075297: high flow. Evaluation completed in h 10.